Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that the tulip of a previously-implanted yukon polyaxial screw disengaged from the screw shank intra-operatively during a revision surgery. The screw remains implanted. The procedure was completed successfully with no reported surgical delay and no adverse consequence to the patient.